Event description:
The customer reported that the pump screen went blank unexpectedly, and the led was not blinking. Despite these issues, there was no adverse impact to the customer¿s blood glucose level. The customer had to plug the pump into a power source to turn it back on, following which a power source alert was identified in the pump history. Technical support resolved the issue by deciding to replace the pump, instructing the customer to return the faulty pump using a pre-paid label and confirming that the customer knew how to put the pump into storage mode. The customer acknowledged and understood all instructions and planned to continue using their current pump in the interim.